Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward and the cannula deployed but appeared bent. The patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod on the abdomen for between 24 and 36 hours. A manual insulin injection of 3 units was administered for treatment.